Event description:
It was reported that on an unspecified date in (B)(6) 2013, an unspecified stent implant was deployed. The patient presented to the hospital with thoracic pain and hypertension. On (B)(6) 2014, intravascular ultrasound (ivus) revealed that the unspecified deployed stent implant was fractured, which was treated with balloon angioplasty and deployment of a 4.0x15mm xience xpedition stent implant. On (B)(6) 2014, the patient was diagnosed with neutropenia, which resulted in a prolonged hospitalization. The neutropenia resolved on (B)(6) 2014 without treatment. During hospitalization the patient's glycemic level increased; thus the patient's insulin was increased. The patient has since been discharged from the hospital. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported device malfunction and the product was not returned. A review of the lot history record revealed no non-conformances. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.